Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness symptoms. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with unspecified mentor breast implants and experienced generalized illness symptoms post-operatively including general unwellness. The patient indicated increased mycotoxins in their system. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. As a result, the patient underwent explantation on an estimated date of (B)(6) 2021. It is unknown if the patient¿s devices were gel or saline devices. In the absence of clarifying information, the devices will be reported indicating gel devices. If additional information is received confirming gel or saline, a supplemental report will be sent. This report is for the first of two devices.

Manufacturer narrative:
On june 16, 2021, mentor became aware of the following erroneously omitted information in the previously submitted report: enough information was present at the time of initial reporting to determine the patient's unknown devices were unspecified mentor saline implants. Section d has been updated as appropriate. Manufacturer¿s reference number: (B)(4).